Event description:
Literature was reviewed regarding the temporal trends of transcatheter aortic valve replacement (tavr) in a series of consecutive patients from 2009 to 2021. Medtronic (n = 1,096) and non-medtronic (n = 826) transcatheter valve types were used in the study. The authors provided the procedural and in-hospital mortality data (procedural deaths = 10, in-hospital deaths = 16) and used a kaplan¿meier curve to show the 30-day and 1-year mortality rates. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse events that occurred were described as follows: paravalvular leak (= mild), need for a second valve, conversion to open surgery, need for cardiopulmonary bypass, coronary obstruction, mitral valve damage, tamponade, annular rupture, valve malpositioning, valve migration or embolization, procedural cardiopulmonary resuscitation, procedural ventricular tachycardia or fibrillation requiring treatment, need for permanent pacemaker implantation, new conduction abnormalities (right bundle branch block, left bundle branch block, = 2nd degree atrioventricular block, complete atrioventricular block), major or life-threatening bleeding, major vascular complications, acute kidney injury, acute dialysis, peri-procedural myocardial infarction(<(><<)> 72 hours), peri-procedural cerebrovascular accident/transient ischemic attack, ejection fraction = 45%, and aortic stenosis. No additional adverse patient effects were noted.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: medtronic transcatheter delivery system, product ID: mdt-trans dcs, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Citation: frydman s, et al. Temporal trends of transcatheter aortic valve implantation over 12 years: a high-volume single-center experience. Journal of clinical medicine. 2022 aug 24;11(17):4962. Doi: 10.3390/jcm11174962. Earliest date of publication used for date of event. Based on the date range of the study (2009 ¿ 2021), the following medtronic transcatheter valve systems may have been used: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.